Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system modular chemistry (mc) sample probe was leaking and there was a rusty t-valve there was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the t-valve. The mc sample probe stopped leaking after replacement of the t-valve.